Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 staple malformed on the sixth firing. Another instrument was used to complete the case. There was no consequence to the pt.